Manufacturer narrative:
(B)(4). The manufacturer received the product for investigation. A tightness test has been performed. Thereby a leakage at the sensor on blood inlet connector was noticed. An additional complaint was opened for tracking and trending. Furthermore a visual inspection was performed. A corroded sensor on blood inlet connector was noticed. The corroded sensor was the cause for the reported failure. Therefore the complaint could be confirmed. The manufacturer is aware of similar complaints showing a similar malfunction. An internal process was initiated to determine the most probable root cause and to implement the appropriate corrective action. An investigation of oxygenators in question showed that the venous pressure sensors are corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. The electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it until yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available. Additional information: the product mentioned in this report is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
Description from the customer report (translated from (B)(6) into english): defective and fail of venous pressure measurement. Firstly after start-up the system worked without problems but then malfunction in venous pressure measurement occurred. After two days it worked again. But then pressures between 55 + 500 mmhg were measured. Product was replaced. No delay in treatment. (B)(4).